Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the device was not under warranty and the customer refused to pay for repair. The asp confirmed that no parts were planned to be returned for evaluation. We are unable to confirm the final disposition of the device due to the customer refusal to pay for service. No further work was performed by philips. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery malfunction. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.